Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Meter UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 165, 217, 259 and 200 mg/dl. The customer¿s expected fasting blood glucose test result range is 98 - 107 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification and it is stored in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2020 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no"